Manufacturer narrative:
At this time, the lead remains surgically capped. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had several episodes where noise was oversensed causing pacing inhibition with asystole greater than five seconds. The noise was able to be recreated when the patient pressed their hands together, however there were no out of range measurements. The rv lead was surgically capped and explanted due to a possible insulation breach. No additional adverse patient effects were reported.